Manufacturer narrative:
It was reported that the patient had laxity and required poly inserts of a different thickness. The revising surgeon did not perform the primary surgery and noted that the inserts used initially were either too thin, or the joint became lax over time. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had laxity and required poly inserts of a different thickness. The revising surgeon did not perform the primary surgery and noted that the inserts used initially were either too thin, or the joint became lax over time. Revision surgery is planned to exchange the poly inserts.